Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider reported via phone call of customer's hospitalization for low blood glucose levels. It was reported that the customer had been found on the ground screaming and was transported to the hospital by paramedics. The customer's blood glucose level at the time of incident was unknown; the customer's most current level was 166mg/dl. Troubleshoot was conducted. The pump passed self-test. The customer was advised to monitor the device and call back if issues persist.